Event description:
It was reported that the pt had high impedance on diagnostics one week prior to her planned caesarian section. No adverse events were reported. Per the physician, the pt used transcutaneous electrical nerve stimulation (tens) at the end of her pregnancy for sciatic pain control due to the pregnancy. It is unk if this had any adverse effect on the vns. X-rays of the device were taken, but have not been received by the MFR to date. Attempts for further info have been unsuccessful to date.